Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has noticed that they experience elevated blood glucose (bg) levels of up to 476 (mg/dl) on day 2-3 of wearing the pump. Customer administered correction boluses and insulin injections to treat bg levels. Reportedly, customer believed that their bg levels reacted more to an insulin injection than a bolus administered with the pump. System check with tandem technical support indicated pump was performing as intended. Customer indicated that they have not yet had their settings checked by their health care provider (hcp). Customer reverted to another pump for diabetes management until they can speak with their hcp.